Manufacturer narrative:
During investigation, the sample obtained the following results on a cobas e801 analyzer: ckmb result: 1.32 ng/ml. Myo result: 30.8 ng/ml. Pro-bnp result: 206 pg/ml. The investigation identified an interference (heterophilic antibodies) in the sample. With the current state of the arts, further clarification of the actual troponin t concentration is not possible and needs to be assessed from a clinical point of view. Product labeling states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The investigation did not identify a product problem. The root cause was due to identified an interference in the sample.

Manufacturer narrative:
The cobas e801 module serial number was (B)(6) . The sample was received for investigation on 01-mar-2024. The customer suspected an interference. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient's sample tested with the elecsys troponin t hs (tnths) assay on cobas 8000 e801 module when compared to other cardiac parameters and the result of the coronary angiography. The sample was initially tested on e801 and obtained the following results: initial result: 161 pg/ml. Pro-bnp result: 41.9ng/l. Ckmb result: 0.664 ng/ml. Myo result: 26.2ng/ml. Pct result: 0.035ng/ml. All these results were interpreted as normal. On the same day, the sample was tested on the following: et health platform poct test and the result was negative (tested with whole blood). Siemens platform hs-tni and the result was interpreted as normal. The snibe platform hs-tni and the result was interpreted as normal. The sample was then repeated and the tnths result was 161 pg/ml. On (B)(6) 2024, an electrocardiogram (ECG) was performed and resulted in a t-wave elevation. On (B)(6) 2024, a coronary angiography was performed and no thrombus was found. On (B)(6) 2024 a new sample was drawn and tested. The tnths result was 171 pg/ml. The original sample (that was tested on (B)(6) 2024) was re-tested using automatic dilution testing by the system. Original result: 170pg/ml. Double dilution and the result was 203 pg/ml. 5x dilution and the result was 278 pg/ml. 10x dilution and the result was 344 pg/ml.